Manufacturer narrative:
N/a

Event description:
Customer reported receiving inaccurate erratic readings on their precision xtra blood glucose monitor. In blood glucose test, customer received readings of 20 mg/dl and 135 mg/dl within 10 minutes. The results when plotted on the parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious or mistreatment associated with this event.